Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient underwent bilateral device removal and replacement with 250cc mentor memorygel breast implants, catalog number 3502504bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on february 22, 2021, mentor became aware that the patient also experienced unilateral deflation on an unspecified side. As a result, the deflation will be reported on the right side. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm hps dv 330cc breast implant was found to have a tear on the anterior view and extending to the posterior view, measuring approximately 5.1 cm mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent breast augmentation revision with 330cc saline mentor smooth round high profile breast implants and experienced bilateral baker grade iii capsular contracture postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.